Event description:
Consumer reported via email "needles" are stiff to pull and push th plunger consumer reported in this email - "spikes" needles/bevel are sometime bent when new and unused. Consumer reported in this email - they are blocking very easily. Lot # unknown at this time catalog # unknown - 1 ml insulin needles date of event unknown sample status discard. See email below. Dear team, please look into this product complaint. Regards, customer support ________________________________ from: product complaints <productcomplaints@bd.com> sent: saturday, march 22, 2025 2:45 am to: product complaints <productcomplaints@embecta.com> subject: fw: complaints hello team, I hope this email finds you well. Please review the email below and kindly assist the customer. Hello team, from: name and email removed - co 3:31 pm to: product complaints <productcomplaints@bd.com> subject: complaints. To the hse for the needle exchange scheme. These needles are of horrendous quality and are leaving people with unnecessary health issues. Issues that can be avoided with better quality syringes. There have been reports of (also witnessed myself) that the needles are sometimes stiff to pull or push the plunger. Spikes are sometimes bent when new and unused. They are also blocking very easily and the bevel is sometimes blunt when new and unused. Complaints have been made to the participating chemist's but still not resolved. These needles will seriously damage people if this problem is not sorted. Thanks for your time..

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.